Event description:
It was reported to medtronic neurosurgery that in (B)(6) 2013, the patient underwent a surgery due to hydrocephalus. According to the report, in august, the patient went to the hospital due to ventricular enlargement. Reportedly, the shunt was checked and didn't work well. The report stated that the doctor said the shunt was blocked due to increased protein because the patient had cerebral hemorrhage. According to the report, the doctor suggested draining the shunt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)